Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Establishment name: (B)(6) university. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the after a 3.0 stent was placed through 7f sheath, planned to use 8f angio-seal for artery closure. Angiographic confirmed the indications. When complete the device deployment, blood leakage was found around the puncture. Pulled out the whole device and changed to manual compression hemostasis. The following procedure went on well and no harm was found on the patient. The patient was recovering and was stable. A new angio-seal was used to finish the operation. Bleeding occurred in the procedure room. Pre-deployment angiogram was performed. It was left femoral artery puncture. Additional information was received 24 december 2019: the type of procedure performed was a plugging procedure. "Blood leakage was found around the puncture", meaning bleeding occurred around the device occurred after device deployment. The whole device did not pull out before the user changed to manual compression. All subcomponents (anchor, collagen) are suspected to remain in the patient subcutaneously. Once the angio-seal was used/pulled out hemostasis was achieved by manual compression.